Manufacturer narrative:
Device evaluation: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4004947. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be confirmed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material# 382523 batch# 4004947 it was reported that the bd insyte autoguard catheter was defective/damaged. The following information was provided by the initial reporter: "after withdrawing the catheter noted that there was a bubble of blood in the center of the catheter on the outside of the device, and blood on the inside of the device- it appeared that the catheter had sheared itself when the needle was retracted once the line was successfully inserted." Verbatim: event date: 4-8-2024 event location: corewell health greenville hospital, 615 s bower st, greenville, mi 48838 event description: ¿patient in outpatient infusion center for administration of fluids, 22g x 1in bd insyte autoguard bc (lot #4004947 exp12/31/2026) used for IV insertion, catheter removed from package-checked by rn before use to verify bevel side up and no punctures in catheter- during insertion of IV catheter the IV catheter was successfully inserted, with immediate flashback of blood, the needle was retracted using the auto-retraction on the IV catheter device, extension tubing attached to catheter, and when trying to draw back to verify blood return there was resistance on line. Rn attempted to slightly reposition catheter to confirm placement of line- and attempted draw back again and still got no blood return, and line would not flush so withdrew the catheter. After withdrawing the catheter noted that there was a bubble of blood in the center of the catheter on the outside of the device, and blood on the inside of the device- it appeared that the catheter had sheared itself when the needle was retracted once the line was successfully inserted. Patient was not injured during event.¿ harm to team member or patient? No injury. Product name: itm-1119898 - catheter IV bc 22g x 1 product ref: 382523 lot number: 4004947 bd customer account number: 1001031612 no photos are available of the actual product; actual product is not available to return.